Manufacturer narrative:
Report retraction: upon further review, it was determined that this complaint was an extension of another complaint ((B)(4)). At this time, these complaints will be consolidated with (B)(4) remaining the complaint of record. All future updates/supplementals will be processed under the following MFR numbers: drill bit - MFR 9612488-2015-10434. Screwdriver - mfr1719045-2015-10614. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report retraction: upon further review, it was determined that this complaint was an extension of another complaint ((B)(4)). At this time, these complaints will be consolidated with (B)(4) remaining the complaint of record. All future updates/supplementals will be processed under the following MFR numbers: drill bit - MFR 9612488-2015-10434. Screwdriver - mfr1719045-2015-10614.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing release date - september 11, 2014. (B)(4) manufactured the stardrive screwdriver shaft t8 105mm, (part number 314.467 / lot 7708628). The supplier's certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to synthes incoming/final inspection sheet with no non-conformances noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver was threadbare during use on (B)(6) 2015. The operating technician verified the condition of the instruments before and after the procedure. The technician noted that the threads on the screwdriver had worn out. This report is 1 of 1 for (B)(4).